Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt states they have been trying to charge for an hour and it's not charging. Pt states the controller battery is now empty and is seeing cannot provide stimulation recharge implanted device (ins). Pt states the rtm got hot so took off 10 minutes and now is cool. Patient services (pss) advised reset controller to start and after reset confirmed blinking green light. Pss reviewed to charge controller and then to charge ins. Pss agent reviewed will call patient back in 2 hours. The issue was not resolved during call yet as pt had to charge controller. Pss agent reviewed can call in two hours with hopes the controller is charged and then try to charge ins. Pt called back from registered number and mentioned they charged the controller, but had been trying to charge their ins for 30 minutes, but kept getting "no device found." During the call, the pt entered passive recharge mode and had 67, 68, 68. Pt moved the recharger antenna (rtm) around and got 0, 0 , 0 followed by low numbers. Pt eventually got 91 in the center followed by 88 before the pt got "system problem: cannot con tinue: call manufacturer: rm03." An email was sent to the repair department to send an rtm exchange unit. (B)(6) 2023 rpl 372117: no new information. The patient will be sent a new-style recharger due to the returned recharger failing testing